Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused death. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused death. The patient did not report receiving any medical intervention. Cause of death on death certificate is listed as "probable cardiac arrest and hypertension". She also had headache, sinus infection and seizure. The manufacturer received information stating that the user refused to return the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. On the previously submitted report, section d4 had incorrect unique identifier (UDI), which was updated/corrected in this report. Section b2, h6 were also updated in this report.